Event description:
It is reported that during use, a piece of the device broke off on the lateral side. A larger size was used to complete surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.